Manufacturer narrative:
Review of data by r&d on 07/20/2020- conclusion is 3 of the files represented plates that were not vortexed and/or centrifuged according to the IFU, which resulted in 41 false positive calls and 14 false inconclusive calls out of the 246 samples analyzed. The 4th data file (07/06/2020) indicates that the plate was likely mixed according to the IFU, resulting in no false calls in 57 samples.

Event description:
Customer filed a complaint with thermo fisher scientific alleging 91 false positive results. "When reviewing raw data amplification curves from 4 plates tested by the taqpath¿ covid-19 combo sars-cov-2 pcr assay, it was discovered that there was no actual increase in amplification for any of the 3 target genes assayed in the test. Further review of additional test runs led to the discovery that of 161 designated positive, 91 samples were incorrectly designated by the provided interpretive software as positive." Customer indicated that these false results were reported to patients and their healthcare providers. Thermo fisher scientific's investigation of the patient results, run results, and additional data from the customer, concluded that the false positive results were due to user error. Specifically, the user did not properly centrifuge the qpcr plate according to IFU instructions and provided training materials. The customer reported no patient deaths or serious injuries to thermo fisher scientific.